Manufacturer narrative:
Additional information: h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was identified from an unspecified location during use of an amia automated pd set with cassette. This was observed post peritoneal dialysis therapy. The patient was not connected. It was further reported that ¿the fluid somehow leaked out from somewhere" and the "floor was wet¿. It was further reported the cycler and solution bags were dry; the table was dry and storage container which had the drain bags was dry at the bottom. There was no patient injury or medical intervention associated with this event. No additional information is available.